Manufacturer narrative:
Mindray service rep replaced the host communications board. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the v series monitor which may have resulted in a loss of spo2 monitoring. No patient injury was reported.